Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: I went to do an IV for a CT exam. I pulled back on IV to prepare it for exam. It did feel a bit stiff and not as smooth as usual. However, I did proceed with the poke. The IV went in ok but once I hand flushed with 10ml of saline it felt a bit difficult to flush and blood appeared behind the wings. Pt. Said it felt ok. I then proceeded to try a power injector flush, and it immediately pressured out. There appeared to be a crack or something wrong with the IV. Removed and restarted with a new IV in the other arm. No apparent harm - reached the patient/person- inconvenient